Manufacturer narrative:
A catheter was added to the report. Product ID 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump was alarming and that the patient was experiencing withdrawal symptoms. No further complications have been reported as a result of this event. Additional information was received from the hcp via a manufacturer¿s representative (rep). The drugs being delivered were bupivacaine at 1.5 mg/day and morphine (unknown) at 3.18 mg/day, both with unknown concentrations. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Pump status and/or event log report a motor stall occurred, and was active. The event date was (B)(6) 2019. Motor stall considerations were reviewed, including to consider pump replacement, and if explanted/replaced then return to the manufacturer is recommended. They also reviewed the difference between pump reaching end of service (eos) versus having a motor stall. There were no symptoms reported. Additional information was received from the rep on 2019-jul-02. It was reported that the logs read that a motor stall occurred on (B)(6) 2019 at 11:13 am. The primary drug is morphine at 10 mg/ml and then bupivacaine at 5 mg/ml. The caller wanted further education on why a stalled pump should be put into minimum rate. Technical services (ts) educated the caller on if the pump recovers and if the patient is getting supplemental medications, then they are getting more medication than they are used to if the pump is not at minimum rate. The caller then wanted further education on elective replacement indicator (eri), eos, and motor stall. Ts educated caller on the differences between these scenarios and what one would expect to see in the logs. The rep then stated that the hcp is "grasping at straws" and suspects that there could be a granuloma and wants to do a dye study. The caller is asking how they would do a dye study if the pump is stalled. Ts reviewed considerations around if the patient has a possible granuloma. The caller then stated the hcp scheduled to replace the pump (date asked, unknown) and plans to x-ray the catheter to see if there is a granuloma. The caller mentioned that the hcp was considering replacing the pump with a stimulator, but the patient stated she was getting good therapy with the pump. Caller reports there was a previous issue with the pump and this is why they were considering a stimulator (caller did not know further details on this incident), but stated the patient has lots of comorbidities and is on oxygen to "get off of opioids." Ts reviewed considerations about being a candidate for replacement. There were no further complications reported/anticipated.